Manufacturer narrative:
A review of the device history records indicates the device met product specifications. Visual inspection of the returned device shows the tip of the awl to be chipped and cracked. The investigation concluded the damage to the instrument was due to the patient's hard bone.

Event description:
In 2007, during a thoracolumbar procedure, the tip of the bone awl broke. The surgeon had to tap the awl harder than normal due to the patient's hard bone. A final x-ray was obtained and there was no foreign body within the surgical site.